Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of non-sustained oversensing along with high pacing impedance and low r-wave amplitudes were noted on the right ventricular (rv) lead. The rv lead was replaced and the patient was stable.